Event description:
It was reported that during a total lap hysterectomy procedure, the active blade broke off the device. The blade did not fall into the pt. The procedure was completed with another device. There was no pt consequence.

Manufacturer narrative:
Information anticipated, but unavailable at this time.